Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set had air bubbles. The following information was received by the initial reporter with the following verbatim: the pumps are so frustrating with air bubbles, constantly going off with medications that don't normally have air bubbles. Sometimes we work so hard to get the bubbles out and yet some weird reason it still sees bubbles, but we don't. We've asked several times to help us figure out what is going on but so far nothing has changed. The said they would bring us new type of tubing, but it's been months, and nothing has changed. Also, the tubing is sometimes made with pieces in the wrong spot such as the part of tubing that goes in the pump is backwards.